Event description:
It was reported to nova biomedical that a consumer received a result of 440 mg/dl on their blood glucose meter. The consumer immediately performed another three tests using the same meter and strips getting the following results: 445 mg/dl, 349 mg/dl, 432 mg/dl. Then opened a new vial of nova test strips using the same meter, getting a result of 104 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.